Event description:
Customer alleged the bed exit was not functioning.

Manufacturer narrative:
The hill-rom technician stated the bed was not sending a nurse call to the nurse station. The communication cable was found shorted. The cable was replaced which resolved the issue.